Manufacturer narrative:
Trackwise#:(B)(4) .updated sections: b4, b5, g3, g6, h2, h11, h12.corrected sections: b5, h6--health effect ¿ impact codes corrected from "4648" to "2199", "4629" and "4632". H6--health effect ¿ clinical code corrected from "4580" to "4582".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone came away from the jaws but did not detach. No extra incisions were required. A new device was used to complete the procedure. Minimal delay. No harm to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone came off while using.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/22/2024. An investigation was conduced on 09/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the intact jaws. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. A lot history record review was completed for lots 3000411865, 3000411952, and 3000410942 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.